Manufacturer narrative:
Account replaced the bed exit tape switches to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed exit will not alarm when the pt leaves the bed. Account stated that there were no injuries.